Manufacturer narrative:
A direct correlation between pump and the patient¿s expiration could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 8 years 1 month (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired and the cause was unknown. Per information provided from clinical consultant, there was no information noted regarding the patient¿s cause of death. Device was operating as expected.